Event description:
Customer called stating her meter was reporting low results. An evaluation of the system was conducted over the phone which determined that the meter was reporting readings in mmol/l instead of mg/dl. Customer was instructed on how to reset the units.